Event description:
Nellcor puritan bennett rec'd a call from a representative of facility on 04/17/2000. Facility called to report the following problem: alarmed with all lights and shut down. There are no accusations of patient harm.